Event description:
Noise on the can to rv coil and on the ventricular sense/pace channel was observed while performing isometric testing. Sensing, capture, and pli changes were noted. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.